Event description:
Upon review of product feedback form, it indicates that another surgical procedure was performed to complete the case: "turp."

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the metal cap exhibits severe char; the glass cap exhibits severe devitrification at output window; the glass cap is loose within the metal cap; the glass cap can rotate off center within the metal cap; the metal cap adhesion location exhibits burnt glue; the outer flow tubing exhibits mild contamination, likely biologic. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the fiber cap detached @ 50,856 joules. The procedure was completed with an alternate procedure: cautery. The patient outcome is listed as: "treatment completed."